Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer reported mobile system blood glucose results of 2.4 mmol/l and 5.3 mmol/l within 10 minutes. No adverse event was reported. Monitor and strips replaced and expected to be returned.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.